Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had damaged battery compartment and worn uso (upstream occlusion) seal. Functional testing performed. Customer's reported problem of "failed dso (downstream occlusion) calibration" was confirmed by functional testing. The cause was due to the downstream occlusion sensor. The downstream occlusion sensor was replaced to correct the reported issue. The device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the dso (downstream occlusion) calibration. There was no patient involvement, and no patient harm/adverse event reported.